Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode and was taken by ambulance to the hospital with a heart rate in the 20 beats per minute (bpm) range. Evaluation in the hospital noted that this rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements and loss of capture (loc) at maximum outputs. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing. Lead measurements were then noted to be within normal limits. A lead fracture was suspected, however, a fracture was not visible on x-ray. The physician was considering a potential lead revision on an unknown future date. No known procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced and the patient was discharged home. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode and was taken by ambulance to the hospital with a heart rate in the 20 beats per minute (bpm) range. Evaluation in the hospital noted that this rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements and loss of capture (loc) at maximum outputs. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing. Lead measurements were then noted to be within normal limits. A lead fracture was suspected, however, a fracture was not visible on x-ray. The physician was considering a potential lead revision on an unknown future date. No known procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced and the patient was discharged home. No additional adverse patient effects were reported.